Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, the second proglide plunger was retracted, but the suture was parted and only a little part of the white suture was visible. The sutures of another proglide device were successfully preplaced using the pre-close technique. The sheath was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.